Event description:
Pump declared alarm 20 during pumping. There was no reported impact to the customer's blood glucose level. Customer successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy.